Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01622. Section d. Box 1. Brand name. Results: there was no damage to the exterior of the lightning unit. Blood was visible within the housing. Conclusions: evaluation of the returned lightning revealed the unit has leaked within the housing. During testing, the unit was unable to power on; therefore, the reported system error could not be confirmed. If a strong positive pressure is applied to the lightning tubing, the device may leak within the housing. If the device leaks, it will likely become non-functional and may also display a solid red-light system error. Penumbra lightning aspiration tubing is inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac artery and inferior vena cava (ivc) using an indigo system aspiration catheter 12 (cat12) and lightning aspiration tubing (lightning). During the procedure, while aspirating clot from the left iliac artery, the lightning clogged and the indicator light on the lightning unit turned solid red. After making multiple attempts to power cycle the lightning unit, the indicator light remained solid red; therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.